Event description:
During an initial implant procedure, the setscrew on the device was unable to be tighten. While removing the device for replacement, the lead was unable to be removed from the header of the device. The device and lead were then explanted and replaced to resolve the event. The patient is stable with no consequences.